Event description:
In this event, patient had an ear infection from wearing hearing aid. Went to doctor who prescribed an ointment to treat the infection; patient did not use aid for 5 days. Infection returned once patient began wearing aid again. Patient exchanged the device with a new hearing aid. Patient stated that she has no issues with the new hearing aid and no infection, everything is fine when using the sleeves with the aid. Investigation results: the investigation of the device was inconclusive and showed no signs of any contaminations. Device does not show any abnormalities: no sharp edges, no dirt or contamination on surface visible.

Manufacturer narrative:
We were made aware, that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submissions. (Submitted on 02/02/2023).